Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a cadd medication cassette the pump exhibited multiple? No disposable" alarms mid infusion. No adverse patient effects were reported. Per reporter no additional information is available at this time. .